Event description:
It was reported that a user experienced a post-meal blood glucose rise to 192 mg/dl while the ilet pump was on the charger; the cgm used was dexcom g7 and the infusion set was a teflon inset, with automated dosing behavior and charger-related beeps discussed, and no device alerts or alarms occurred. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated, and the event was characterized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.